Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for a diagnosis when the issue occurred. The procedure was completed as planned by using another system. A philips field service engineer (fse) inspected the system on-site and confirmed that some buttons on the tableside control module were nonfunctional. The service engineer replaced the tableside control module to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that some of the buttons on the tableside control module were non functional. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.